Event description:
It was reported that "while inserting the catheter, it became apparent that the pink colored introducer needle's hub was cracked." When the needle was aspirated, air was sucked into the syringe.